Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White and brown material were observed within the device. White material was observed on shell surface. During evaluation, multiple creases were observed on both anterior and posterior aspects. A rent measuring approximately 0.1 cm was observed within a crease line, on the posterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record ( DHR) of lot number 6701409 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/9/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 250cc saline prosthesis, catalog: 3501635, serial number: (B)(4), lot: 6679222. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline prostheses on (B)(6) 2018; catalog # 3501650, 350cc (l) and 375cc (r). Bilateral capsulotomies were also performed. The patient¿s last know condition was stable.